Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13i10047 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with unknown antibiotics for peritonitis. At the time of this report, the patient was recovering from the event of peritonitis. On an unreported date, pd therapy was discontinued. Additional information was not available. This is report 3 of 3 involved in this peritonitis event.